Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). Before starting to bur the femur, the surgeon could not pass the femoral checkpoint. Hospital staff checked optical tracking discs for debris and alignment. A re-check of the bur checkpoint then also failed, as did an attempt at rio registration. The surgeon determined that the proper course of action was to convert to a total knee replacement procedure.

Manufacturer narrative:
An evaluation of the event has been initiated at mako surgical. No preliminary results are currently available.